Event description:
N/a

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A DHR review cannot be performed at this time as lot or serial number of device was not provided. Therefore the failure mode could not be confirmed. The root cause cannot be determined due to the lack of information received to perform a complete investigation.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report numbers: 3004608878-2018-00227 and 3004608878-2018-00241.

Event description:
This is 2 of 3 reports. A customer reported that a a1059 mayfield modified skull clamp was slipping and that it needed inspection. Additional information received on (B)(6) 2018 indicated that there was no patient contact, injury or surgery delay. There were three skulls clamps that needed to be inspected. The date of the incident was unspecified. Additional information has been requested.